Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received failed battery test. The customer's blood glucose level was unknown. The customer states they tried to remove the battery cap but received failed battery test. The customer states the pump would not allow them to use it anymore. The customer was advised to go to the nearest hospital to receive back up plan.

Manufacturer narrative:
All of the buttons are functioning properly however, found slight corroded keypad traces. The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no failed battery test noted. The insulin pump was received with stripped battery cap coin slot, cracked battery tube thread and cracked reservoir tube lip noted. Unable to confirm belt clip anomaly due to the insulin pump was returned without the belt clip.